Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump inaccurately delivered insulin. It was noted that the patient was using advanced bolus features. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2019 with the following findings:.during investigation, the black box contains dates from (B)(6)2019 to (B)(6)2019. The black box and histories for the issue reported on (B)(6)2014 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 3:38pm on (B)(6)19. The pump passed delivery accuracy test and found to be delivering within the required specifications. The battery compartment is cracked. Display is dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.